Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 250 mg/dl. A supply change was performed resolving the occlusion. Reportedly, customer continued to use the current pump for insulin therapy.